Manufacturer narrative:
The narrative data should have said this statement "based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined." Instead of what was reported in the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-03098. It was reported that one of the patient's leads had migrated. High impedances were observed. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. It is unknown which lead had migrated and had the high impedances, so both are being reported.